Event description:
It was reported during surgery on (B)(6) 2013 for the 'debridement of complicated bilateral extremity wounds and the implantation of integra' that fwd (flowable wound matrix) lot number 30500024952 expiration date 10/31/2013 was implanted. The product was implanted in a lower extremity (complicated) wound and heals (of both feet). After the surgery was completed, it was discovered the product implanted was expired. There were no adverse consequences to the patient reported and the patient had not experienced any issues to date. Additional information was received by integra. It was reported (2) (B)(4) integra meshed bilayer wound matrix size 4x5 lot number 105a00288952 was also implanted during the same surgery to the same wounds. There was no issue with the mwm product, reported. The user facility reported they did not have any additional information concerning the patient or event details.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.